Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse cleaned and lubricated the stop gate. Ccc followed up with the customer. The customer stated that the emergency room (ER) installed a (B)(4) system to try and eliminate labeling errors for nurses. The customer stated this issue only seems to be with the (B)(4) tubes that come from their adult ER department. (B)(4) is not a siemens device. The customer also noted that adult ER location (B)(4) labels are smaller than the tube labels that come from other locations that don't have this issue. The labels also have rounded corners and may not have been placed within the required area on the tube as specified in the aptio operator's guide. The customer stated that they will perform testing with label placement. Siemens is investigating this issue.

Event description:
Patient samples were circling around the aptio automation system track, causing delay in testing. The customer reported that one sample tube (sample ID (B)(6)), scheduled for a complete metabolic profile, had to be manually removed and sent a "remove tube" command as the physician called looking for the results. The patient was scheduled for an outpatient surgery, which was postponed for one hour. The customer stated the surgery was related to arthritis, but had no additional information. The customer sent a "deliver" command for two other patient samples (sample ids (B)(6) ) also circling the track, after which they outputted to the input output module. There are no known reports of adverse health consequences due to the delay.